Event description:
Further information received from the customer revealed that the ventilator had an audible and visual alarm during testing but the alarm was not heard at the nursing station. The ventilator was not connected to a patient when the reported problem occurred.

Event description:
It was reported that the nurse call was not alarming when the ventilator alarm was functioning. It is unknown if the ventilator was connected to a patient when the reported problem occurred.